Event description:
A dentist reported that a pt received a burn to his tongue during the use of a 25lpa handpiece. The pt was prescribed an antibiotic and tylenol. It was reported that the pt has since recovered.

Manufacturer narrative:
The actual unit associated with the incident was returned to the MFR for analysis. Visual inspection of the unit revealed that the head was dented at the back cap and in several places around the water spray plate. The bearings were noted to grind and heat up upon operation of the unit. The unit was disassembled for further analysis and light residue inside the unit was observed. A cautionary statement is included with each unit, which states that electric micromotors generate significantly more power than traditional air turbines and air motors. Due to increased torque and speed, poorly maintained, damaged or misused handpieces can potentially generate frictional heat capable of causing serious burn injuries to the pt. It also states that the head of the attachment should not be used as a cheek or tongue retractor.